Event description:
It was reported that the 9900 system shut down and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ac wall outlet was repaired during the service call. The system was tested and found to be working as intended and put back into service.